Event description:
It was reported that the pump touch screen was unresponsive. Reportedly the customer experienced an elevated blood glucose (bg) level that displayed as "high", specific value was not provided, and lost consciousness. Customer went the to the emergency room and was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method insulin therapy.